Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14757; 2017865-2021-14758. It was reported that patient presented to the emergency room on (B)(6) 2021 with an infection and pocket erosion. The cause was thought to be accidental swabbing of site at the patient's assisted living site. The entire pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.